Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified forearm cephalic vein. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: sv/3.5-4/4t/90 symmetry was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 11mm in length and extended from a position 1mm distal of the distal markerband to 9mm proximal of the distal markerband. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified forearm cephalic vein. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.